Event description:
Pt status post helical blade implantation in (B)(6) 2011 was discovered to have the blade cut out of the femoral head, medial migration, on an unk date. Pt was returned to operating room on (B)(6) 2012 with the hardware being removed. Pt was revised to a shorter helical blade, the procedure was completed with no further problems.

Manufacturer narrative:
The raw material and device history records were reviewed and revealed this lot met all specifications with no anomalies noted. The investigation could not be completed, no conclusion could be drawn, as no product was received.